Event description:
I just recently found out that I have implanted devices in my body, and I never knew about this. I had an MRI done at (B)(6) in (B)(6) and it felt like it was going to pull my shoulder out of my body and the pain in my head was horrible. (B)(6) phoned me and asked me if I had a pacemaker, I stated not that I'm aware of. Being confused I located some x-rays I had here at my home the ones before they went digital, and it clearly shows a pacemaker. Right now, I am awaiting back surgery it is scheduled for (B)(6) 2024. I was told on (B)(6), 2023, that I knew I had a pacemaker when in fact I was not aware of this at all. I was told I gave consent I said no I didn't then I was asked do I ever read the fine print. Status of imitations has run out is what I am being told by everyone I have reached out to help me figure this out. I was taken to (B)(6) hospital in (B)(6) may of 2023 and a CT was obtained which revealed a pulse generator in my abdomen. I reached back out to an attorney and asked for advice on what to do and asked him to please help me it was then he told me to go to federal registry.gov. I did as I was told to do and found out that I have several implanted devices. If I knew anything about this, wouldn't I have ID registration card. According to federal registry and gudid I have several implants. I took this information to my primary doctor, and he yelled at me and told me don't worry about what they did years ago it doesn't matter. Well, it matters to me! Now I know why I have been so sick full of infection every time I turn around. And I find it strange that I'm not registered in any companies' databases. Please help me to get this noticed instead of it being hid. There is a lot more to be told and reported to you I am needing your help in this matter. Sincerely pamela j turner. They say I have heart problems I do now since they messed up on something years ago. They say I had tb (tuberculosis) but I found out a few years ago my whole family is gene carriers. They say I have copd (chronic obstructive pulmonary disease), but I do not really believe that because I see now why I had trouble breathing because they cracked open my chest according to documents from federal registry. I feel like I have been their guinea pig. Because of my accident on my horseback in 2000, and had a brain bleed did they think they found someone who would have a short life and feel like they could implant whatever they want to. Bottom line I feel like I was their experimental guinea pig. Reference report: mw5149508.